Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. When the patient was in the emergency room he went into cardiac arrest. It was thought that the inappropriate shocks put the patient into ventricular fibrillation and the s-ICD did not convert the arrhythmia. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.